Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2004.according to the complainant, the patient experienced extreme pelvic pain, mesh erosion, vaginal scarring, worsening of incontience, urinary problems and dyspareunia.all other information, including the patient's current condition, is unknown and reportedly unavailable.